Manufacturer narrative:
The device was returned for analysis. The reported sheath in the wrong direction was observed as a kink in the sheath. The reported difficult to flush and obstruction of flow were not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was used after the marker lumen was not successfully flushed during preparation. The electronic proglide instructions for use (eifu), states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. In this case, the IFU deviation likely did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2912 was removed and replaced with code 1506

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary intervention using a 6f sheath. Reportedly, the marker lumen was not successfully flushed during preparation; however, device use was continued. The black sheath of the device was noted to be in the wrong direction. No blood return was seen through the marker lumen after insertion into the anatomy to know if the device could be deployed. The device was removed without deploying. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.